Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported through the product performance service that the bipolar impedance had been trending down from 400 ohms range to 200 ohms. In addition, the pacing threshold has increased. It was explained that the lead likely has an inner insulation breakdown and since the threshold has risen consideration for lead revision should be consider.